Event description:
Customer reported he changed the batteries last night and the pump went through self-testing at start up then displayed an e8 (power interrupt) error message. Customer reported he tried to snooze/confirm the alarm with the check button but no response, so he removed and reinserted the battery and then got another e8; was unable to clear it with the check button. Customer stated the button appears to be non-functional. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).